Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, the sternal saw motor was not working at all. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The product surveillance investigator photographed the damaged motor. Unit is in service for repair and further testing. Service will determine if parts are to be replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.